Event description:
It was reported that patient presented in clinic after receiving inappropriate shocks possibly due to oversensing of non-cardiac signal. Capture threshold increase and decrease in r-wave amplitudes were also observed. The device had moved in the pocket. Lead dislodgement was suspected. Lead x-ray was recommended. The device was reprogrammed at the next visit. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.